Event description:
It was reported that the patient's ventricular lead impedance had continued to increase to a high level over time. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.